Event description:
It was reported patient underwent a bilateral partial knee arthroplasty on (B)(6) 2007. Subsequently, patient alleges pain from possible dislodge or shift in the right knee and pain in the left knee after a fall in 2013. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed due to the part/lot information could be: category number - 102140, lot number - 050480, expiration date - jul 31, 2012, manufacture date ¿ jul 18, 2007. Or the part/lot information could be: category number - 102140, lot number - 229430, expiration date - jul 31, 2012, manufacture date ¿ jul 18, 2007.